Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240731_105630) for review that showed events spanning approximately 2 days (29jul2024 ¿ 31jul2024 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had random alarms over the last few months, the green light would remain illuminated, no pump stops were noted, there was no information on the screen, and no other alarm icons were illuminated. There was a loud continuous sound from the system controller. This had happened on battery and wall power. Log files were submitted for review and captured mainly routine events with the exception of a few lower flows on (B)(6) 2024 in 2049. The event log did not go back to the reported event date of 18july2024. A system controller exchange was suggested. The cause of the alarm was not identified, and no additional troubleshooting would be performed.